Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an insulation breach and was repaired. It was also reported that the lead has had a polarity switch, low impedance measurements and low p waves. It was noted that mode switching occurred. The lead remains in use. No patient complications have been reported as a result of this event.